Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from march 26, 2020 - march 27, 2020. H10: two representative samples were received for evaluation. Visual inspection identified particles embedded in the material of the tubing line of both samples. The particles were not in the fluid path. The size of the particles was determined to be within specification for this product. The embedded particles were identified to be polyvinyl chloride (pvc) via fourier transform infrared (ftir) spectroscopy testing. Pvc is the raw material of the device tubing line. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) observed on the tubing of sixteen (16) large volume infusors. The pm was further described as red/black pm on the tubing discovered prior to patient use. There was no patient involvement. No additional information is available.